Manufacturer narrative:
Several requests were made to have additional information about this case. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Discarded.

Event description:
Mobi-c p&f us : disassembly. Implant was inserted and disassembled when surgeon tried to reposition it. New implant was opened and implanted successfully. No impact on patient.

Manufacturer narrative:
Additional information received on 15 nov 2017 : reporter believes there was some rotational moved performed. As defined in surgical technique, some movements should be avoided (¿during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly.¿. From description received, issue must be related to a user error because surgeon probably did rotational moves while inserting prosthesis.

Event description:
Mobi-c p&f us : disassembly.